Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two weeks post the ipg and right ventricular lead implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. A cause of death has been requested and not received. Product ID (B)(4) implantable pulse generator implanted: (B)(6) 2012; product ID (B)(4) implantable pacing lead implanted: (B)(6) 2001. (B)(4).

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two weeks post the ipg and right ventricular lead implant. A cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code.